Manufacturer narrative:
The device was not returned for evaluation; therefore, the customer¿s allegation was not confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope image was blinked when angulated. The issue occurred during service/ maintenance. There were no reports of patient harm.